Manufacturer narrative:
The pump was received with a button error alarm and no button response due to a flattened button dome switch. The pump was received with a cracked case at the display window corner, cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that the act button is very hard to press. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.